Event description:
It was reported that the patient presented during implant procedure. During the implant of the left ventricular lead, the outer sheath popped out of the coronary sinus and vascular dissection was noted while the catheter attempted to enter the coronary sinus again. The implant of left ventricular lead was abandoned and the physician elected to implant a single cavity implantable cardioverter defibrillator on (B)(6) 2024. The patient was in stable condition.